Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be determined based on the information available. A serious injury was also reported, but there are no additional details available for this event and it is not possible to obtain further information as there was no contact information on the hospital or reporter. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This event was reported by the patient via medwatch #mw5153001 for an event that occurred in india. A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used in a case in which a detachment occurred. It is unknown what part of the ivl catheter detached. Additionally, a serious injury was reported. There are no additional details available for this event and it is not possible to obtain further information as there was no contact information on the hospital or reporter.